Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a no external power alarm was confirmed via analysis of the submitted log file. The submitted log file contained approximately 18 days (B)(6) 2020 ¿ (B)(6) 2021 per the timestamp). The log file captured a no external power on (B)(6) 2021 from 13:51:06 until the controller was put into sleep mode (captured at 13:51:43) due to both system controller power cables being disconnected from external power. The system controller backup battery supported the system during the loss of external power without any issues. The driveline was disconnected on (B)(6) 2021 at 13:51:21 and was not reconnected for the remainder of the log file; this is consistent with the provided information stating that left ventricular assist device (lvad) support was discontinued. No other notable alarms were observed in the log file. The alarm did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided stated that the system controller would not be returned for evaluation. The root cause of the reported no external power alarm was determined to be both system controller power cables being disconnected from external power at the same time. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 11mar2020. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. C) section 3 ¿ ¿powering the system¿ explain the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. C) section 3 ¿ ¿powering the system¿ instruct the patient to always connect to the power module or mobile power unit when for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
Related MFR #: 2916596-2021-00059 it was reported that the patient was found unresponsive on 03jan2021. The patient's relative went to check on patient during the night at approximately 04:00 to change the heartmate batteries and was unable to wake patient. Patient's relative didn't report this to anyone else until late in the morning. 911 was contacted and emergency medical services brought the patient in to the emergency room (ER) with an assessment of non-reactive pupils. The patient had been implanted on (B)(6) 2020 for presumed nonischemic cardiomyopathy. Upon examination in the ER, the patient was warm and pump parameters were within limits. An electrocardiogram revealed no s-t interval elevation and sinus tachycardia at 113 beats per minute. The patient had a supratherapeutic international normalized ratio. A computed tomography scan of the patient's head revealed an acute intracranial hemorrhage. Do not resuscitate status was confirmed. Support from the heartmate device was discontinued on (B)(6) 2021 at 13:59 and the patient passed away. The device will not be returning. The event log displayed low power advisory alarms on 18dec2020 at 11:51, 23dec2020 at 14:03, 25dec2020 at 10:43, 26dec2020 at 09:24, 31dec2020 at 14:51, and 03jan2021 at 15:49 due to normal battery depletion. Batteries were switched to fully charged batteries in each occurrence. There was no interruption in pump support during the events. It was also noted that the patient had been sleeping while on battery power.